Event description:
Information received indicates, the labor and delivery nurse alleged a slow drift.

Manufacturer narrative:
The technician found that the bed would drift into trendelenburg. He said that the drift was slow and took over night. He found the gas springs were leaking fluid. He replaced the gas springs to repair the bed.